Event description:
Rptr had a liposuction procedure and on the left side (love handle) the device left a big scar and on the right side it did not tighten the skin the way that is should. Rptr has been left with chronic pain where he has the scar. It lightened the area but left the scar in another procedure. He was told that it would take a while for the swelling to go down and it has but the pain remains. Pt is concerned that any future procedure he might need to correct this will not be paid for by (B)(6). Pt has had liposuction previously with different equipment, years ago with no problems his physician suggested this new device for the second procedure and he is surprised that it has not been as successful so pt wonders if it is the device that is the problem. Pt would like to know if others have had the same complaint.